Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, a screw broke postoperatively in an arthrodesis plate. The patient required revision/hardware removal, but it is unknown when the revision was performed. On (B)(6)2023, two additional screws were identified as broken. During manufacturer's investigation of the returned device it was identified that lcp wrist-fusion-pl 2.7/3.5 std-bend 8ho was found one of the insertion threaded hole stripped. This report is for one (1) ti lcp wrist fusion standard bend plate this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp wrist-fusion-pl 2.7/3.5 std-bend 8ho was found one of the insertion threaded hole stripped. No other defect was found. A dimensional inspection for the lcp wrist-fusion-pl 2.7/3.5 std-bend 8ho was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp wrist-fusion-pl 2.7/3.5 std-bend 8ho would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 04.110.150 lot # 25p6493 manufacturing site: werk selzach logistik release to warehouse date: 20.nov.2019 supplier: synthes USA hq, inc expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.